Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d2, g4, g7, h1, h2, h3, h6, h10 d11: medical products: articular surface fixed bearing posterior stabilized, part #: 42511400710 lot #: 62846462 femur cmented posterior stabilized, part #: 42500006401 lot #: 62741688 reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of use. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42532007101, tibia component, lot # 63009056. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00878.

Event description:
It was reported that approximately 3 years post op, the patient presented with pain to the knee. X-rays identified lucent lines around the prosthesis. Subsequently, the patient was revised and it was noted that the tibial component was loose. Removal of the tibial implant revealed an intact cement/bone interface, suggesting de-bonding between the tibial implant and the cement. Attempts have been made and no further information has been provided.